Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During implant, lead was repositioned at various right ventricular locations due to low sensing and high pacing thresholds while physician extended and retracted the helix. After final lead position, an echocardiography was performed and a light pericardial effusion was observed. There was no consequences to the patient and was reported to be in good condition after event. Lead remains implanted.